Event description:
It was reported that when the physician was removing the ivus catheter from the pt some resistance was met with the cordis sv5 guidewire. When the physician pulled the ivus catheter out of the guidewire, the scanner was observed to be damaged. Three ivus procedures had been performed with no problems. No injury and no or adverse events were reported. The pt was released from the hosp according to the original treatment plan. Add'l info was requested. Add'l info indicated that the proximal side of the scanner of the catheter appeared to be stuck with the cordis sv5 guidewire, when the ivus catheter was fully pulled out of the guidewire, the area of separation was observed to be proximal to the scanner. The lesion was r-cia and the level of calcification is unk. Another same product was used and the procedure was completed.

Manufacturer narrative:
(B)(4). The device was returned to the MFR for evaluation. The visions pv .018 was visually inspected and a separation of the catheter just proximal to the scanner was observed along with a flared distal tip. Exposed inner wires and an exposed inner lumen were observed in the areas of separation. The guide wire movement test was performed by mfg engineering and no resistance or obstructions were met during testing. The user reported resistance was met when removing the ivus catheters from the cordis sv5 guidewire after three previous ivus procedures. The observed damage is more likely due to user handling. The damage is likely a result of the ivus catheter becoming stuck on the guide wire and the attempts made to disengage the ivus catheter from the guide wire as reported by the customer. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported from this failure mode within this lot. The IFU for vision pv .018 device states to always observe the following precautions, "protect the catheter tip from impact excessive force" and if binding occurs outside of the pt, remove the catheter and do not use". No further action is required.